Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record and similar incident query for this product was not performed since the lot number was not reported. Factors that may contribute to the difficulty to advance/position or difficulty to remove the guide wire and cause resistance between the devices may include, but not limited to, manufacturing, device placement technique, guiding catheter support, patient anatomical morphology, inner diameter of guide wire lumen or delivery device, outer diameter of the guide wire, condition of the guide wire, condition of the guiding catheter, insufficient preparation/flushing of device, coagulation of blood or procedural contaminates. The investigation was unable to determine a conclusive cause for the reported difficulty to advance/position and remove the guide wire through the guiding/support catheter. In this case, it may be possible that during preparation of the guide wire and/or support catheter, the devices got damaged resulting in the reported difficulty to advance and difficulty to remove the guide wire through the support catheter; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The two additional ht command guide wires are being filed under separate medwatch report numbers.

Event description:
It was reported that resistance was felt when advancing a ht command es guide wire through a non-abbott support catheter. Additionally, the guide wire became stuck in the support catheter and resistance removing it from the support catheter was felt. The issue occurred with two additional ht command es guide wires. The procedure was successfully completed with another guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.